Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. X-rays were reviewed however, the quality of the fluoro made it difficult to see the construct clearly and did not contribute any additional information.

Event description:
On 2/10/2017 it was reported to k2m, inc. That a patient presented with a broken self-tapping screw. The patient reportedly had an self-tapping screw break approximately 4 months post-op. There has been no revision to date.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a broken self-tapping screw. The patient reportedly had an self-tapping screw break approximately 4 months post-op. There has been no revision to date.